Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller in successfully performing a pump reset, after which the error code did not appear again, and the caller was able to start their sensor session successfully.